Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call on that the insulin pump had a blank display. The customer¿s blood glucose level was 19.5 mmol/l at the time of the incident. The customer noted a low battery alarm for four hours, and it went blank after. Customer tried cleaning the battery cap, but still does not trust the device. The insulin pump did not have any noted damage. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.